Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) above (200 mg/dl) however, the exact value was not provided. The customer would change supplies and bolus via the pump to stabilize bg level. Reportedly, the customer changes supplies every 3 days. The customer was educated when using humalog to replace the cartridge every 48 hours as the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.